Event description:
It was reported that the device was found to be at eol (end of life) parameters prematurely, while still in the box. It was returned and tested out of specification during manufacturer's analysis. The device condition was identified prior to implant, and no patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the device was found to be at eol (end of life) parameters prematurely, while still in the box. It was returned and tested out of specification during manufacturer's analysis. The device condition was identified prior to implant, and no patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event premature eri (elective replacement indicator).